Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided the device was in clinical use. The patient was brought to the room but was shifted to avoid the delay. The field service engineer (fse) inspected the system on site and confirmed that the system power on and then randomly shut off. Review of the log files stated that there was error with the gpdu (general power distribution unit) and generator. The fse identified that the host pc was bad. The fse installed the hard drive and installed the new license file. After re-installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was having intermittent boot up and shut down issue. No harm has been reported to philips . A philips service engineer inspected the error logs and found some errors with the pdu and generator. With further troubleshooting, it was identified that host pc was defective. The host pc has been replaced and the system was returned to use in good working order.